Manufacturer narrative:
Qn#(B)(4). UDI is not available as the lot# was not provided by the customer. Additional information: no return product evaluation could be completed as the device was not returned for investigation. A device history record review could not be performed, as no lot number was provided by the customer. Case details were reviewed. As per the additional information received, langston was switched out for a different catheter to re-measure the pressures. The patient was discharged. Based on the limited information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "operators noticed air entering the ao side port, multiple flush attempts without success, dampened ao pressures, tried other transducers without success, decided to remove langston and utilized a standard pigtail with a fa pressure through long femoral sheath. Patient post procedure (recovery room) was agitated and disoriented, difficulty speaking, no focal cranial nerve or motor strength deficits, nihss 5, code stroke called, transferred to CT for stat head exam ". Ai received on 29aug2024: "the patient presented with cva symptoms such as confusion, agitation, difficulty with words and sentences during post procedure recovery in the holding area approximately 20 minutes after the issue of the langston's ao side port having bubbles. The consultant did not blame langston for the stroke symptoms. Emergency treatment initiated was a stat CT scan of head and neck, no pharmacological intervention.".

Manufacturer narrative:
(B)(4). UDI is not available as the lot# was not provided by the customer.

Event description:
It was reported that: "operators noticed air entering the ao side port, multiple flush attempts without success, dampened ao pressures, tried other transducers without success, decided to remove langston and utilized a standard pigtail with a fa pressure through long femoral sheath. Patient post procedure (recovery room) was agitated and disoriented, difficulty speaking, no focal cranial nerve or motor strength deficits, nihss 5, code stroke called, transferred to CT for stat head exam ". Ai received on 29aug2024: "the patient presented with cva symptoms such as confusion, agitation, difficulty with words and sentences during post procedure recovery in the holding area approximately 20 minutes after the issue of the langston's ao side port having bubbles. The consultant did not blame langston for the stroke symptoms. Emergency treatment initiated was a stat CT scan of head and neck, no pharmacological intervention."